Event description:
The patient reported that they have had fluid accumulation in their lungs but had it removed and was questioning if it was due to their implantable pulse generator (ipg). Follow up with the clinic noted that during the implant procedure, the right ventricular (rv) lead was difficult to position which resulted in a pericardial effusion. A pericardial window was placed as intervention, and the lead was ultimately implanted successfully. The lead remains in use. No further patient complications have been reported as a result of this event.